Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch screen is not working.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The fse could not duplicate the reported issue. The fse checked logs via service menu. There were no faults for touchscreen of any kind. After seeing the monitor, the fse cleaned it with a damp rag and performed touch screen calibration. He completed all required preventive maintenance and functional tests. The device passed all functional/safety testing.

Event description:
N/a